Event description:
Paramedics responded to a person described as in cardiac arrest and down for over 10 minutes. The defibrillator/monitor, through the device, was connected to the pt, the defibrillator charged and, according to the reporter, when the discharge buttons were pressed, arcing was observed near the defibrillator cable of the device. The defibrillator's hard paddles were used as a backup and the code continued. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of the defibrillator's hard paddles.